Manufacturer narrative:
The event of "breast pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breast pain.

Event description:
Patient reported "small amount of fluid, axillary lymph nodes, a lot of pain, asymmetric between the breasts and immense anguish, fear, emotional instability". This record is for the right side. The device the device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "small amount of fluid, axillary lymph nodes, a lot of pain, asymmetric between the breasts and immense anguish, fear, emotional instability". This record is for the right side. The device the device was explanted.